Event description:
During the stent procedure, after predilation of the lesion, the stent was advanced to the lesion, but would not cross. The guide wire was pushed distally and the stent delivery system (sds) was withdrawn back to the guiding catheter with some resistance noted. To avoid stent dislodgement, the sds was removed with the guiding catheter by following it on the cine. It was found that the stent was nearly dislodged and to prevent dislodgement, the stent was removed with forceps. Another stent was used to finish the procedure with good results.